Manufacturer narrative:
Insulin pump communicated properly with the glucose sensor simulator and the minilink transmitter. No sensor anomaly noted during testing. Insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. No excessive no delivery alarm during testing. The motor functioned properly. No motor anomaly or rewind anomaly noted during testing. Insulin pump had minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported that she experienced high blood glucose of 407 mg/dl. Customer was very upset and wanted the insulin pump replaced. The piston isn't moving when filling the tubing and keeps asking to rewind. Customer declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.